Event description:
It was reported that an asymptomatic patient was admitted to the hospital due to pocket erosion. The pulse generator was explanted on (B)(6) 2014. The patient was stable and in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.